Event description:
It was discovered that a patient's vns generator was replaced for an unknown reason on (B)(6) 2008. From the attempts that were made to find out the reason for this replacement, it was revealed on (B)(6) 2013 that the patient was seen in an office visit on (B)(6) 2008 which revealed that the generator was at near end of service = yes. With these attempts, a note from neurosurgery evaluation dated (B)(6) 2008 was reviewed which stated about the patient: 'he notices that his generator began to fail approximately 1 ½ months ago (which would be sometime in (B)(6) 2008).' Attempts were made to get clarification on the adverse events that the patient experienced when this note was made, which were unsuccessful to date. Product return attempts were also made, which too were unsuccessful to date.